Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 138 mg/dl on active (system 1) and 296 mg/dl on active (system 2). The same vial of test strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.